Event description:
It was reported that the 6800 system monitor goes blank after taking an image followed by a generator error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The monoblock, high voltage cable, and the foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.